Event description:
It was reported that the patient underwent an anterior fusion c5-c6 and c6-c7 using rhbmp-2/acs. Approximately one year post-op, the patient underwent a posterior fusion at c5-c6 and c6-c7 due to non-union.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: total anterior discectomy, resection of osteophytes, decompression of central spinal canal, and bilateral foraminotomy with microscope, c5-6. Anterior total discectomy with microscope, resection of posterior osteophytes, posterior longitudinal ligament annulus, and decompression of spinal cord, and bilateral foraminotomy, c6-7. Anterior cervical fusion, c5-6. Anterior cervical fusion, c6-7. Interbody instrumentation, c5-6. Interbody instrumentation, c6-7. Anterior cervical plate, c5 to c7. Bmp allograft. Pre-op and post-op diagnosis: degenerative disk disease, c5-6 and c6-7. Severe spinal stenosis with cord compression, c5-6 and c6-7. As perop notes: ".. Next, the end plates were prepared for a bone graft and measurements were taken. Tisseel was placed over the dura to create a seal so that bmp would not grow into the dura. Next, hydrasorb graft, 6-mm graft filled with bmp allograft, was placed into the interspace at c6-7 under direct vision. Then the distraction was removed. Distraction was then applied at c5-6 and another 6-mm hydrasorb graft implant with bmp was placed in the interspace.. The patient tolerated the procedure well, without complications.."